Manufacturer narrative:
With all the available information, boston scientific concludes that the reported fiber break event could not be confirmed, as the fiber was not returned for analysis. Without a returned device, product analysis could not be performed. The device instructions for use (IFU) instructs to: do not pull aggressively on the fiber while it is connected to the laser. Avoid clamping or clipping any devices such as a hemostat on to the fiber. Avoid any contact of metallic instruments with the fiber tip. Ensure laser calibration maintenance was performed according to lumenis recommendations, and that it supports all types of slimline fibers. An uncalibrated system may lead to fiber damage. Warning - careful handling of the fiber during setup is important to prevent fiber damage. Fiber damage may impact fiber performance. Warning ensure the fiber is properly handled so that it is not damaged by being stepped on, pulled, left lying in a vulnerable position, kinked or tightly coiled. Based on the information available, a conclusion code cause not established was assigned to this investigation.

Event description:
It was reported that during a holmium laser enucleation of the prostate procedure for benign prostatic hyperplasia, at the second time that the fiber was used, it was inserted into a laser resectoscope and during the procedure it broke at 10cm distance in the glass body of the tip. The procedure was completed with another fiber without patient complications.